Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not allowing customer to input the amount of carbohydrates consumed in the bolus delivery field despite the feature being turned on. Customer's blood glucose level was 250mg/dl. During troubleshooting with tandem technical support, the issue was resolved and customer successfully resumed insulin delivery.